Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the roller at the distal end of the hf resection electrode detached and fell inside the patient¿s bladder. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the wire at the distal end of the hf resection electrode is broken on one side. The roller ball is detached and was not available for investigation since it was not returned. Furthermore, there is rust on the wire and traces of thermal overload. Also, the insulating tubes are melted at the distal end. There are traces of corrosion and faded laser marking which indicate frequent use and/or usage with an excessive high power setting (e.g. Vaporization). Therefore, the cause of this damage and the breakage of the wire is most likely age-related wear and tear in combination with improper handling. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.